Manufacturer narrative:
B1: corrected reportability to serious injury/malfunction. H1: corrected type of reportable event to serious injury. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Clinical review conclusion: the reported issue of high purge pressure and decreased purge flow was successfully resolved through physician-led intervention, including thrombolysis and purge system adjustment. Purge parameters returned to normal, and the device continued to function as intended until explant. The patient survived the procedure and was stable at the time of explant on (B)(6) 2025. Investigation summary the device was returned for evaluation. High purge pressure: returned pump had biomaterial all around outflow cage and clot on cannula. Clot present in cannula was returned to image impeller blade. Biomaterial was present under impeller blade. Additional excess biomaterial was removed off outside of motor housing prior to pump being purged in lab. Pump was purged for approximately 20 minutes and high purge pressure did not reproduce. Pump had immediate pump stop when attempting to run pump. Data logs were reviewed and lt log at time of purge issue showed a very gradual rise in purge pressure. No "high purge pressure" alarms were triggered. Clinical details noted that purge flows decreased from 4ml/h to 2.5ml/h and tpa protocol was started the following day. A few hours later, purge flows increased and returned to normal range. The cause of the high purge pressure was due to biomaterial buildup based on returned product and data log analysis. Device history review device sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in b1is required intervention). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the high purge pressure was due to biomaterial buildup based on returned product and data log analysis.

Manufacturer narrative:
The impella device was received from the customer for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Dr. (B)(6) reports a decreased pf from around 4ml/h to 2,5ml/h and an increased pp; recommendation given; local lysis discussed; smr forwarded; no further questions so far. Csc highlighted for further support; pointed out to store the pump after explant.